Event description:
It was reported that a nim eclipse computer notebook display stopped working intraoperatively during a scoliosis surgery, after the electrodes were placed into a 16 year old female who weighed (B)(6). Upon restarting the system, a prompt was displayed which prevented the surgery from proceeding and was cancelled as a result. There was no impact or injury reported as a result of this event.

Manufacturer narrative:
(B)(4). In response to medtronic¿s request for device return, no device was received for evaluation. This device is used for therapeutic purposes.

Manufacturer narrative:
The following additional information was received on february 3, 2015... The patient was under general anesthesia when the error/issue was encountered. It was the surgeon¿s decision to abort the procedure. The patient recovered with no issues from just being under general anesthesia. The patient¿s procedure was rescheduled for 2 weeks later with "good results" as the outcome. This event was not reported to the FDA by the user facility. It was reuse of the device in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.